Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review which captured1 cluster of low power advisory alarms as a result of normal battery power depletion. On 01jun2026 at 2:36:09 pm, the driveline was disconnected resulting in driveline disconnect alarms. The shutdown sequence for the system controller kept getting started and aborted until the system controller was reset at 2:45:23 pm. The mechanical circulatory support (mcs) equipment was operating as intended. Additional information stated that the patient's primary system controller was exchanged with a new system controller. The primary system controller had water damage to it's screen and green fluid was leaking from the white cable.